Event description:
Once the product was inserted into the pt laparoscopically, the stent did not deploy. The sheath covering the stent was not able to be retracted back enough for the stent to deploy. No other alternate product was used. The pt will now have to have a f/u ercp as soon as possible to avoid complications such as jaundice and pancreatitis, due to the common bile duct not draining properly. Not having the stent is situ may make doing an ercp more difficult, as the stent would have acted as an indicator of the correct location in the common bile duct junction into the duodenum. This may cause a longer surgical time and further pt complications.

Manufacturer narrative:
Unfortunately, no product was returned to assist in our investigation of this report. Therefore, we are unable to determine the validity of this report. We will, however, continue to monitor this device.